Manufacturer narrative:
Qc prior to and after the event was within the established ranges. Bci hotline had the customer check the ratio pump for bubbles. Numerous bubbles were found. Hotline helped the customer remove the bubbles and generated a service call. On (B)(4) 2010, a bci field service engineer (fse) removed bubbles from the ratio pump. The fse also verified flowcell, electrode injection cup (eic) and sample probe performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced lower results, which were reported. There was no effect to patients or user.